Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during procedure, after a few activations, the device stopped working with red lights and error tones observed. The battery was changed but it did not work. The generator was detached and it was observed that the spring of the dissector came out along with the generator. The spring completely detached from the device. No part fell into the patients cavity since its detachment was observed during troubleshooting. A new dissector was used that worked fine and the surgery was completed without issue. There was no patient harm/injury.